Manufacturer narrative:
This is one of one manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02913. (MDR# (B)(4)). The edwards esheath introducer set was not returned for evaluation. Device-related photos and procedural imagery were provided. A device history record (DHR) review of the work orders did not reveal any manufacturing non-conformance issues that would have contributed to the event. A lot history review of a work order number was performed and revealed complaint codes relating to the complaint. The complaint for "introduce and navigate system through sheath / access vasculature-resistance between system components-inability to advance through sheath" was confirmed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive device manipulation, valve strut caught on sheath) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. The instructions for use (IFU) for the esheath and commander delivery system, device preparation and procedural training manuals were reviewed. Per the IFU precautions for the esheath: do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. When inserting, manipulating, or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing, or incising the tissue near the sheath, use caution to avoid damage to the sheath. Per IFU precautions for the commander delivery system: do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: emergency cardiac surgery. There were no IFU/training deficiencies identified. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Device-related photos and procedural imagery were provided by the site and revealed the following: the sheath was shown to have a torn liner. A strut of the crimped valve was shown to be puncturing through the sheath shaft near the strain relief. The sheath's strain relief also had a hole near the distal end. After full deployment, the valve was shown to have a bent strut. A risk assessment was performed on the reported event and reveal the following: sheath liner tears and strands are identified in the esheath risk management as a potential cause that may lead to procedure delay or minor tissue damage, or embolism, as captured in risk ID number. Additionally, sheath liner tear is identified in the commander delivery system risk management as a potential cause that may lead to blood loss, percutaneous intervention, or surgical intervention, as captured in the risk ID numbers. This event reports a sheath liner tear post-procedure that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. The risk of difficulty inserting/advancing the delivery system through the sheath, sheath liner tears, strands, sheath punctures, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through sheath/anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty inserting/advancing the delivery system through the sheath, sheath liner tears, strands, sheath punctures. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, the pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for "difficulty introducing delivery system through sheath, resulting in procedural delay," which did occur during this event. The pra remains applicable and no further action is required. As reported, "there was difficulty with insertion of the delivery system through the esheath. The distal strut on the s3u valve was bent at 90 degrees upon exiting the patient's access vessel had presence of mild calcification and tortuosity. Per the procedural training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, resulting in bent valve struts. A corrective and preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. The complaint was confirmed through evaluation of the provided imagery. Per evaluation of the provided imagery, the esheath was noted to have liner tears, a liner strand, and a puncture. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have led to the crimped valve to interact with the sheath, leading to the observed liner tears, strand, and puncture. Per training manual, "do not over-manipulate the sheath at any time". As such, available information suggests that procedural factors (excessive manipulation, valve caught on sheath/liner) may have contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action, nor pra is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR# 2021-07844-01). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), post deployment of a 26mm sapien 3 ultra valve implanted in the aortic annulus, when the esheath was removed, it was noted that the non-expandable portion of the sheath was split all the way down to the expandable portion. There was no report of any injury to the patient. Per images that were provided by the fcs, it was found that the esheath had delamination, a puncture, and a liner strand.